Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call pump had failed battery test alarm. Customer's blood glucose level was unknown. Customer's was advised to replace the pump and revert to back up plan. Customer will not return pump for analysis.